Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the cable connecting the interface module to the cdi 101 monitor not functioning as expected. As a result, the user was unable to operate the soft keys. The cable was replaced and the device functioned as expected. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.